Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm horizon small clip applier instrument had a broken wire. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The issue occurred when the surgeon was attempting to apply a clip onto a vessel. There was no instrument collision and no cables visibly protruding from the distal end of the instrument. There was no report of a fragment falling into the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm horizon small clip applier instrument for failure analysis investigation. The instrument was analyzed and there was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. The instrument was fully functional no product issue was found.